Event description:
It was reported that at the post implant check, the physician noticed that the lead had dislodged and was in the coronary sinus. During a lead revision, there was difficulty with retrieval of the lead and the insulation got damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to pulling/str etching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched with the stylet stuck in it, and severe damage visible on lead. If information is provided in the future, a supplemental report will be issued.